Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:27:02. During night drain cycle 10, the patient's ultrafiltration reading was 1575ml, indicating the home patient (hp) drained 1575ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The largest drain volume in the event log was 2360ml, which did not exceed the max drain volume of 2400ml. The total volume removed did not exceed 2400ml for any of the drains; therefore, this incident does not meet iipv criteria.